Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's pump was announcing an alarm. The customer's blood glucose level was in the 200 mg/dl range and if needed, would be addressed with a correction bolus. Tandem technical support reviewed the pump history with the customer and found that an auto-off alarm had occurred. The customer turned the auto-off feature to the off position. Cts advised the customer to discuss the auto-off feature with a healthcare provider.